Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient did not charge their device for more than three years and ipg was deemed inoperable by the company manufacturers . To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.